Event description:
Healthcare professional reported a lap-band port leak. The patient noted a lack of restriction and the doctor was only able to remove 5 cc of saline when the band had been filled to 12 cc. The port was explanted and replaced.

Manufacturer narrative:
Taper ii. (B)(4). Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."